Manufacturer narrative:
The investigation is ongoing. Valve remains implanted in patient.

Event description:
As reported by the field clinical specialist, approximately 1 year 3 months post implant of a sapien 3 ultra valve in the aortic position, the patient presented with high gradients and re-dilation was performed. A small rupture occurred during re-dilatation and a decision was made to place a 2nd 23mm sapien 3 ultra valve within the first valve. The bleeding was resolved. The 2nd valve was successfully deployed. The patient was stable. Per report, patient's gradient prior to re-dilation was 26mmhg and post 2nd valve implant was 12mmhg.

Manufacturer narrative:
A supplemental MDR is being submitted to add the review of risk management. The following section of this report has been updated: h10 (provide narrative/data). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.

Manufacturer narrative:
The 23mm sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was performed and did not reveal any manufacturing non-conformances that would have contributed to the event. The commander delivery system with s3 instructions for use (IFU) were reviewed for guidance and instructions. As per the IFU, potential risks associated with the use of the valve include paravalvular leak, and non-emergent reoperation. There was no IFU or training deficiencies identified. The complaints for paravalvular leak and increased gradients were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. A review of DHR did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'approximately 1 year 3 months post implant of a sapien 3 ultra valve, the patient presented with high gradients and re-dilation was performed. A small rupture occurred during re-dilatation and a decision was made to place a 2nd 23mm sapien 3 ultra valve within the first valve. The bleeding was resolved. The 2nd valve was successfully deployed. The patient was stable.' Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Despite multiple attempts, no other information was forthcoming. In this case, limited information was provided; therefore, a conclusive root cause is unable to be determined. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted after medical records were received and reviewed. The engineering investigation was revised. The following sections of this report have been updated: h6 (component code, device code, type of investigation, investigation findings, and investigation conclusions), and h10 (narrative text). The complaints for increased gradients were unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The complaints for leaflet thickened/halt and leaflet motion restricted-in patient were confirmed from the medical record. A review of DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. As reported, 'approximately 1 year 3 months post implant of a sapien 3 ultra valve, the patient presented with high gradients and re-dilation was performed. A small rupture occurred during re-dilatation and a decision was made to place a 2nd 23mm sapien 3 ultra valve within the first valve. The bleeding was resolved. The 2nd valve was successfully deployed. The patient was stable.' Per medical record review, 'the patient presented with heart failure symptoms and an echo (tee) and cta was suggestive of 'stenosis', a decision was made to post dilate the valve. During post dilation procedure, the tee showed s3 valve with "leaflet thickening with reduced movement'. There was no reference of pvl or increased gradients in the records.' In this case, limited information was provided, and there was no reference of pvl in medical record; therefore, a conclusive root cause is unable to be determined at this time. Per the IFU, leaflet thickening is a potential adverse event associated with the use of valve. Patient factors can contribute to thickened leaflet. Review of medical record revealed that the patient has a past medical history of hypercholesterolemia, which is a well-known risk factor for bioprosthetic valve calcification/stenosis. As such, available information suggests that patient factors (hypercholesterolemia) may have contributed to the complaint event. If the gradient is elevated, it may indicate obstructed flow across the valve. An increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, leaflet motion was restricted due to leaflet thickening. In this case, available information suggests that patient factors (restricted leaflet motion due to leaflet thickening, and thickened leaflet) may have contributed to the complaint event. Medical record confirms leaflet thickening. Thickening of leaflets impacts proper functionality/ coaptation, and results in restricted leaflet motion. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No manufacturing non-conformances were identified during the evaluation. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor pra is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for reference of mfg. Report number. This report is 1 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022-06755.

Event description:
Upon review of medical records, the patient presented with heart failure symptoms and an echo (tee) and cta was suggestive of "stenosis". A decision was made to post dilate the valve. During post dilation procedure, the tee revealed that the sapien 3 valve with "leaflet thickening with reduced movement". It was initially reported, there was paravalvular leak and increased gradients. However, these events were not noted in the medical records. Therefore, this event is being reported as stenosis.

Manufacturer narrative:
Update to b3, b7 (relevant medical history), h2, h6 (clinical code) and h10. The investigation is ongoing.